Manufacturer narrative:
Method - compared internal testing to survey results. Results - results received on the microscan product did not agree with survey results. Conclusion - results received on the microscan product did not agree with survey results.

Event description:
Testing by siemens with (B)(4) survey isolate d-12, k. Pneumoniae using synergies plus negative combo 3, lot 2013-02-01 provided discrepant results with imipenem when compared to a frozen reference method panel and microscan conventional overnight panels. Synergies plus negative combo 3: <4 mcg/ml, instrument 8 mcg/ml, frozen reference panel: 32 mcg/ml, 16 mcg/ml, and microscan conventional overnight panel: >8 mcg/ml. Siemens microscan conducted a field correction, internal number (B)(4) (FDA number has not been assigned) on (B)(4) 2013 for false susceptible imipenem and meropenem with synergies plus negative panels. The customer letter stated that due to false susceptible results with imipenem and meropenem results should not be reported for susceptible or intermediate imipenem or meropenem on microscan synergies plus gram negative panels. As part of the field action, complaints were reviewed and it was determined a MDR was needed for this customer complaint.